Event description:
It was reported the pt's ipg is inoperable. As a result, the programmer and charger can not communicate with the ipg. It was also reported the pt has not used the scs system in a year due to an unrelated reason. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.